Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic"), device dislocation ("x-ray showed that the left essure device was not present/ malposition of essure location of device: left essure never found, migration of essure device location of device: left essure never found"), menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: bactrim. Concurrent conditions included lumbar scoliosis, seasonal allergy and heart racing. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("pain: stomach pain") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device one side device not found"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and abdominal pain lower ("cramping/cramps"). The patient was treated with surgery (ablation in (B)(6) 2010 and laparoscopic removal of right essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, device expulsion, gastrointestinal disorder, fatigue, abdominal pain, back pain, abdominal distension, abdominal pain lower, vaginal haemorrhage and abdominal pain upper had resolved and the nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: results: essure device was not with the abdominal pelvic cavity. The right essure device was shown in place. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Essure devices in proper placement. X-ray - in 2011: results: left essure device was not present. Most recent follow-up information incorporated above includes: on 8-jan-2019: pfs and mr received : reporter information was added. Patient details were added. Her historical medication/conditions and concurrent condition was added. Essure lot number was added. Essure explant date was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal); abnormal bleeding (general), nausea, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); weight gain and pain: stomach pain, device expulsion were added. Outcome of the events stomach pain/cramps and bleeding were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic"), device dislocation ("x-ray showed that the left essure device was not present/malposition of essure location of device: left essure never found, migration of essure device location of device: left essure never found"), menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 628311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: bactrim. Concurrent conditions included lumbar scoliosis, seasonal allergy and heart racing. On (B)(6)2009, the patient had essure inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("pain: stomach pain") and was found to have weight increased ("weight gain"). In november 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device one side device not found"). On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal issues"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and abdominal pain lower ("cramping/cramps"). The patient was treated with surgery (ablation in jun-2010 and laparoscopic removal of right essure device and bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, device dislocation, menorrhagia, genital haemorrhage, device expulsion, gastrointestinal disorder, fatigue, abdominal pain, back pain, abdominal distension, abdominal pain lower, vaginal haemorrhage and abdominal pain upper had resolved and the nausea, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2012: results: essure device was not with the abdominal pelvic cavity. The right essure device was shown in place. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Essure devices in proper placement. X-ray - in 2011: results: left essure device was not present. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal issues"), device expulsion ("x-ray showed that the left essure device was not present"), fatigue ("fatigue"), menorrhagia ("heavy menses"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic removal of right essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gastrointestinal disorder, device expulsion, fatigue, menorrhagia, abdominal pain, back pain, abdominal distension and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device expulsion, fatigue, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure devices in proper placement x-ray - in 2011: left essure device was not present . On or about (B)(6) 2012 , a flatplate of the abdomen and CT (computerised tomogram) scan showed that the left essure device was not with the abdominal pelvic cavity. The right essure device was shown in place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.